Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the handle with the reload was placed inside the abdominal cavity, the adapter dislodged from the handle and fell into the cavity of the patient. The adapter was reassembled onto the handle and the reload was removed and placed back on the adapter to complete the case. There was no patient injury.